Event description:
Additional information received from the healthcare professional via the clinical study indicated that the clinical diagnosis was inadequate pain control. The previously reported clinical diagnoses were inadequate pain control and nausea.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (1,000 mcg/ml at 100 mcg/day) and bupivacaine (10 mg/ml at 1 mg/day) from (B)(6) 2015 to (B)(6) 2015 and then fentanyl (1,000 mcg/ml at 200 mcg/day) and bupivacaine (10 mg/ml at 2 mg/day) as of (B)(6) 2015, via an implantable infusion pump in simple continuous mode. The pump's indication for use was not provided. It was stated that the patient reported inadequate pain control and nausea since implant; the cause of the symptoms is unknown. There were no signs of infection or device defect. The patient elected for removal stating that the pump was a "snake in my body and I want it removed." On (B)(6) 2015, the pump was explanted and not replaced; the catheter was tied off and remains in the patient. The event resolved without sequelae on (B)(6) 2015. A follow-up report will be filed if additional information is received.